Manufacturer narrative:
No failure detected, device operated within specification was incorrect; unable to confirm complaint.

Event description:
New information received noted that the implantable cardioverter defibrillator's oversensing behavior had recurred during cap confirm threshold searches. Patient reported experiencing palpitations. Programming changes were discussed. No further information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited auto mode switch episodes. Far r wave oversensing was noted. Programming changes were discussed. No intervention was reported. Patient will continue to be monitored.